Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous common iliac and external iliac artery. Vascular access was obtained through right inguinal via retrograde approach. There were no leaks noted from the balloon during preparation. Upon attempting to pre-dilate the lesion, the 8.0mm x 40mm x 80 cm wanda pta balloon dilatation catheter was advanced to the lesion and the balloon ruptured at 8atms, on the first inflation. The inflation device used was an encore26. The balloon catheter was removed from the patient without incident. The procedure was completed successfully by implanting a wallstent rp 10mm x 49mm. The wallstent was post dilated with an 8.0mm x 40mm sterling balloon catheter. No patient injuries or complications were reported. The patient's status was reported as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
Pt: 18 yrs or older. (B)(4).